Event description:
Biolox ceramic head: modular head type a, implanted (B)(6) 2003, broke during a walk, x-ray picture showed no dislocation on (B)(6), 2007. The patient got crutches to relieve the pressure and a date for reoperations. However the patient had acute pain when he changed position, sitting in a sofa. New x-ray picture, on (B)(6) 2007, showed that the modular head was dislocated. Exchange to a modular head made of metal was done on (B)(6), 2007.

Manufacturer narrative:
Method: review of production and quality system records. No issue found. According to our OEM-manufacturer it was no manufacturing deficiency, as the prosthesis head met the manufacturing specifications. Summary of investigations from our OEM-manufacturer: the density of the fragments was analyzed and found to be according to the specifications valid at time of production. On the bore surface, no primary metal transfer can be found. Due to intensive chipping, no primary fracture surface can be found. No conclusions about possible reasons for the fracture of the ball head can be drawn from the fragments. There have been no changes of manufacturing processes. Taper connections are examined to 100 percent. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the biolox ceramic head also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.